Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed the hipot and te recognition tests. The lat pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the rear therapy electrode (te) interconnect cable was damaged and corroded. The cause of the hipot and te recognition test failures is the damaged and corroded te interconnect cable. The root cause cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cable and wires. The last pt to use this belt did not report any deficiencies.